Event description:
It was reported that there was some fluid inside the plastic casing of a large volume infusor indicating a leak. The unit contained desferrioxamine. There was no patient injury or medical intervention associated with this event. Additional information was requested and is not available. This is report 3 of 3

Manufacturer narrative:
(B)(4) - this lot was manufactured between june 17, 2014 and june 18, 2014. Investigation summary: baxter received the unit for evaluation. Visual inspection noted fluid inside the package that contained the unit. When the unit was removed from the packaging, an untightened blue winged luer cap was observed. A functional leak test was performed, the blue winged luer cap was tightened; the next day there were no leaks observed. The reported issue was not verified through evaluation. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.